Event description:
It is reported that upon impaction, the impactor pad fractured.

Manufacturer narrative:
(B) (4). As returned, a portion of the impactor pad has fractured off the device which was not returned for review. According to the per, the fractured piece was disposed of and was not left in the pt. The pad contains nicks and gouges all over the device. This failure has been previously characterized by development. Impactors become damaged through repeated use due to impactions sustained while in use. Impactor pads should be replaced when the part is no longer functioning. The lot number of the pad is unk so the device history records could not be reviewed nor could a potential field age be calculated. The impactor pad was found to meet print specs.